Event description:
This pt was admitted with acs and received cypher stents. They experienced a cardiac arrest secondary to an sat approx nine days after having two cypher stents implanted in the proximal circumflex artery (lcx)/obtuse marginal (om1) branch. This was treated with aspiration and balloon inflations. This pt was admitted to the hosp with a chief complaint of acute coronary syndrome (acs); however, the pt was stable. The pt was urgently taking aspirin and ticlid. The pt was taken electively to the cardiac cath lab, where angiography revealed a type c, bifurcated, long (23mm), moderately calcified lesion in the proximal lcx/om1. A bolus of 4,000 units of heparin was administered via IV, with act's recorded as 241 secs. There were no difficulties in accessing or wiring the vessel noted. The lcx/om1 lesions were predilated with a 3.0 x 15mm balloon inflated to 14 atm for 10 secs. A 2.5 x 18mm cypher stent was deployed to the om1 to 18 atms for 30 secs. A 2.5 x 23mm cypher stent was then placed proximal to and overlapping the first. This stent extended proximally, into the lcx. This stent was deployed to 18 atms for 30 secs with unsatisfactory results. The stents were post-dilated with 2.75 x 15mm balloon to 16 atms for 20 secs. Residual stenosis was reported to be 0%. Timi iii flow was noted throughout the stented segment. The pt was discharged on the same pre-procedure medications. Nine days later, the pt returned to the hosp due to cardiac arrest. Repeat angiography demonstrated sub-acute thrombosis (sat) of the previously placed cypher stents, primarily in the om1. As these stents were overlapping, one cannot be dissociated from the other. The thrombosis was treated with aspiration thrombectomy and add'l balloon inflations. An intra-aortic balloon pump (iabp) and transcutaneous temporary pacing wires (tpw) were placed for hemodynamic support. Per the report, the tpw were removed after a few days. The pt is also currently planned for surgery related to severe mitral valve regurgitation. It is unk if this is related to the thrombotic event or if this was a pre-existing condition.